Manufacturer narrative:
Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unknown. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4)

Event description:
Same case as MFR report#: 2134265-2010-03023, 2134265-2010-03025 and 2134265-2010-03043. (B) (4). It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The patient presented to the emergency room with a myocardial infarction. The 60-70% stenosed lesion was located in the proximal to mid right coronary artery (rca) and continued to just distal of the origin and into the proximal portion of the posterior descending artery (pda) where the vessel was 100% occluded. A thrombectomy catheter was used to remove thrombus from the vessel. A 4.0x24mm taxus liberte' drug eluting stent was deployed in the proximal to mid rca. The lesion was post-dilated with a 4.5x15mm apex balloon and then a 5.5x15mm maverick xl balloon. Following this inflation, a spiral dissection occurred that extended to the origin of the pda. The dissection was treated by placing a 4.0x32mm taxus liberte' drug eluting stent and a 3.5x32mm taxus liberte' drug eluting stent overlapping in the mid vessel. No further patient injuries or complications occurred. Post procedure 0% residual stenosis was noted with timi iii flow. The patient was given aspirin, plavix, reopro and angiomax. Less than 24 hours post-procedure, the patient presented with chest pain. The stents placed in the mid rca were 100% occluded. The lesion was dilated with 3.0x30mm and 4.0x30mm apex balloons. The very proximal end of the stent was then dilated with a 5.0x20mm quantum balloon. A thrombectomy catheter was then used to complete the procedure. The patient was started on integrilin. No further patient injuries or complications were reported. Post procedure, 0% residual stenosis and timi ii flow was noted.